Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tube is underfilling (B)(4) call activity comment: complaint questionnaire was send. First attempt of contact to gather additional information. (B)(4) customer problem: in a bd sponsored trial study, the product was reported with underfilled issue. Lot#1236653. Subject (B)(6). Steps taken with customer/troubleshooting: case created and customer informed via email. Not trained on product. Sending to bdds apps follow up queue for assignment to trained agent. Next steps (if necessary): pending follow up by trained agent. Quantity received and quantity affected: na. Resolution achieved (y/n)? : n. Shipment method (directly or via distributor): na. If it is a distributor ¿ who is it? Na. Photos or returns requested? Na. Replacements or credit requested : na. Follow up required (y/n)? Y. If consumable is tested on bd instrumentation, list serial numbers: na. Time stamp (if applicable): na. Indication that customer is industrial indu (if applicable): na. Is a letter signed by quality required (y/n)? : y. Reviewed smax case history: y. Thu oct 20 17:47:10 utc 2022 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. (B)(4) in a bd sponsored trial study, the product was reported with underfilled issue. Lot#1236653. Subject (B)(6).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.